Event description:
A falsely elevated ctni result of 3.04 ng/ml was obtained on a pt sample. This result was questioned by the physician as inconsistent with the clinical picture. The same speciment was diluted and retested on the same analyzer and a ctni result of 0.29 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated ctni result. Laboratorian indicated dilutions are showing a heterophile interference.

Manufacturer narrative:
No further evaluation of the device is required. Laboratorian diluted the sample which did not dilute linearly, confirming the presence of interference. "One-step immunometric assays are susceptible to a high dose "hook effect" where an excess of antigen prevents simultaneously binding of the capture and detection antibodies to a single molecule. Such samples must be diluted and reassayed prior to reporting the results." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been desingned to minimize interference from heterophilic antibodies."